Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain. It was also reported that the patient had hip fracture in may of this year and now suffering a terrible infected right hip joint. The surgeon removed all depuy components, reamed the femoral canal, irrigated the wound with copious amounts of antibiotic saline solution and implanted approximately 12cc of antibiotic beads.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. It was also reported that the patient had hip fracture in (B)(6) of this year and now suffering a terrible infected right hip joint. The surgeon removed all depuy components, reamed the femoral canal, irrigated the wound with copious amounts of antibiotic saline solution and implanted approximately 12cc of antibiotic beads.